Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced leakage at the connection site prior to use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown it was reported that the needle was not securely connected to the syringe which caused the medication to leak. Event description: the distributor has received a commercial product complaint that occurred. Please note: this report is for loose needle connection to vial. Which needle is this complaint referring to below? Syringe. Did this complaint occur in or outside USA? In USA. Is the date of event known? (B)(6) 2020. Was there any adverse events due to the reported issue? Medical intervention? Course of treatment change? Other actions? N/a . Are any patient identifiers available? (I.e. Gender, weight, ethnicity, etc.) Patient identifers will not be available. Will samples be returned for investigation? Samples of dosing syringes and needles cannot be returned for further evaluation. Samples were discarded.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone #: product quality surveillance senior specialist ¿ commercial complaints. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced leakage at the connection site prior to use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the needle was not securely connected to the syringe which caused the medication to leak. Event description: the distributor has received a commercial product complaint that occurred. Please note: this report is for loose needle connection to vial. Which needle is this complaint referring to below? Syringe. Did this complaint occur in or outside USA? In USA. Is the date of event known? (B)(6) 2020. Was there any adverse events due to the reported issue? Medical intervention? Course of treatment change? Other actions? N/a. Are any patient identifiers available? (I.e. Gender, weight, ethnicity, etc.) Patient identifiers will not be available. Will samples be returned for investigation? Samples of dosing syringes and needles cannot be returned for further evaluation. Samples were discarded.